Event description:
It was reported to boston scientific that during a lung biopsy, as they attempted to expunge the tissue out of the needle's core, blood and tissue was noted to be leaking from the side of the catheter. The case was completed with this device. The patient is "fine".